Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild tortuosity and heavy calcification. A non-abbott stent was deployed in the lesion, and the balance middleweight (bmw) elite ii guide wire was advanced to the diagonal vessel. A non-abbott balloon catheter was then advanced; however, resistance was noted during advancement and removal with the guide wire, 4.5 cm proximal to the tip ball. The bmw elite ii guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.